Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button keypad issue. No additional information was provided, troubleshooting could not be completed, and several unsuccessful attempts to contact the patient were made. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: during investigation, the keypad rubber was undamaged and all the buttons responded properly to user presses. The keypad was removed and there was no contamination or damage found to the key's contacts. The pump's cover was removed and there was no intermittent condition found to the keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.